Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -11.0/4.0/100 (sphere/cylinder/axis) was implanted into the patients right eye (od) in the year 2014. Refractive surprise; refractive change over time was observed. The lens remains implanted. Cause reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).